Event description:
New information received from the customer stating the event occurred in the left eye of the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed the lens was damaged after it was implanted. The surgeon removed the lens during the initial surgery and replaced it with a backup lens. Additional information has been requested.